Event description:
Information received indicates the bed would go into brake and then, pop out of brake if the bed was moved around.

Manufacturer narrative:
The technician found the brake detent and the two brake casters were not working. The technician replaced the detent and casters to repair the bed.